Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify why the device did ot work? Did the clips fall off the vessel? If yes: how were the clips retrieved from the patient?

Event description:
It was reported by the affiliate that during an unknown procedure, the device didn¿t work. A second device with the same lot number was opened, and the clips didn¿t hold. A competitor¿s device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned. (B)(4).

Manufacturer narrative:
(B)(4).additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, a bag with four malformed clips was received along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.